Event description:
The patient developed prosthetic knee infection, streptoccus pyogenes and subsequently developed septicemia. An echo indicated vegetation in the lvot below the prosthesis. The patient developed signs of emboli in the large right toe, "splinter" hemorrhages in the hands and possible embolic tias. A follow-up echo indicated an enlarged pseudo-aneurysm and increasing regurgitation. At explant, the tissue was "undamaged", there was no evidence of perforation, vegetation or transvalvular leak; however, there ws significant paravalvular leak. The valve was replaced with a 25mm homograft prosthesis.